Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device, product ID: evolutfx-26; product serial number: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2026; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation in a patient with coronary artery disease status post coronary artery bypass graft (lima-plcx) and aortic valve disease status post aortic valve replacement with a non-medtronic 21 millimeter (mm) valve, the transcatheter aortic valve was deployed without initial issues and the final valve position was approximately 3 mm below the frame of the non-medtronic aortic pericardial heart valve. The valve appeared well expanded; however, hemodynamic assessment showed a very high transvalvular gradient greater than 100 millimeters of mercury (mm hg), and post-dilatation was performed. During post-dilatation, mal pacing occurred and the valve embolized. The embolized valve was successfully snared/retrieved, and a second valve was prepared; when the second valve crossed the embolized valve, the first valve was pushed/displaced into the sinus of valsalva, with suspected obstruction of the left coronary artery ostium. Angiography visualized left coronary artery occlusion and the left coronary artery was opened; however, it was reported to become occluded again at a later stage. Prolonged resuscitation was performed, resuscitation was discontinued, and the patient died, with the suspected cause of death reported as sinus of valsalva sequestration after ¿pop out¿ of the valve. Additional information was received that a pre-implant balloon dilation was not performed. A non-medtronic guidewire was used for the procedure. The valve-in-valve procedure due to the pre-existing aortic valve replacement contributed to the dislodgement. The valve was initially implanted at a depth of approximately 3 mm and dislodged towards the aorta. Additionally, it was clarified that the residual gradient was 10 mmhg rather than 100 mmhg. Mal pacing was confirmed to mean that there was no capture with pacing on the wire. Per the physician, the second valve cannot be excluded as a contributing factor to the patient's death.

Manufacturer narrative:
Updated data: d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.